Manufacturer narrative:
Continuation of d10: product ID: ddpa2d4; serial#: (B)(6); implanted: (B)(6) 2024. Product ID: 5554-53; serial#: (B)(6); implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure where the right ventricular (rv) lead was being replaced it was noted during placement that the rv lead exhibited low impedance, difficulty placing the lead and  had coating damage suspected. A problem with the venous passage was not observed during pre-contrast imaging but the tip was fitted into a branch that looked like an azygos vein. The solution was to use the lead by advancing to the right atrium and it was difficult. There was a switch to a nine french peel of long sheath with an effective length of twenty five centimeter.  There were multiple manipulation that proceeded  but the lead was in the 700 0hms range before the screw ejection during the rv placement. Low impedance was confirmed with bipolar after screw protrusion. The lead was removed from the body to remove tissue fragments and to check the protrusion of the screw  but no problems were found.  The lead was placed again but the situation was unchanged. Although not a clear damage, the coil winding appeared to be wider than usual near the rv coil distal. The lead was replaced with a new lead and the impedance stabilized and implant procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the exposed rv coil distorted from stretching at 55 cm and 59 cm, extrinsic damage. The helix could not be inspected as the helix does not extend due to the driveshaft lug being stuck on the retraction stop. There were no anomalies found with the insulation of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.